Event description:
It was reported that a patient (who suffers from alcoholism) passed out, fell, and broke his right tibia on (B)(6) 2015. On that date, the patient was implanted with one (1) plate and nine (9) screws. While detoxing, the patient became disoriented and got out of bed. As a result, the plate bent. All nine (9) of the implanted screws stayed intact. A revision procedure was performed on (B)(6) 2015. During this procedure, the patient was revised with large external fixation and may be a possible candidate for amputation. (B)(4).

Manufacturer narrative:
Exact date of postoperative plate bending is unknown, but occurred between (B)(6) 2015 and (B)(6) 2015. It is unknown if the bent plate was removed/explanted during the revision procedure on (B)(6) 2015. The device is not anticipated for return. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: august 11, 2011 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.